Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial MDR in block d5: operator of device. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray was performed and it was confirmed that the lead had pulled back, thus increasing the pacing thresholds. The lead was successfully explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray was performed and it was confirmed that the lead had pulled back, thus increasing the pacing thresholds. The lead was successfully explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial MDR in block d5: operator of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray was performed and it was confirmed that the lead had pulled back, thus increasing the pacing thresholds. The lead was successfully explanted, and a new lead was placed. No additional adverse patient effects were reported.